Manufacturer narrative:
The device was returned to olympus medical systems india private limited (omsi) for evaluation. The evaluation of the device by omsi confirmed the following; defect of the circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, a cv malfunction error (b40) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the circuit board was caused by aging. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.